Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens did not have a smooth delivery that the lens started to deploy normally and then halfway out there was an audible click and the lens jumped forward then the normal pace resumed. There was no patient harm and the surgery was completed. Additional information has been requested.